Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit and failed battery test. The customer's blood glucose reading was 330 mg/dl at the time of incident. Troubleshooting resolved the battery out limit alarm but the troubleshooting for failed battery test was not completed. Customer was advised to clear alarm before inserting a new battery and to call back if issues persist. Customer indicated that his blood glucose was high for 330 mg/dl but declined to troubleshoot.